Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no cables found to be broken. Additional observation(s) found unrelated to the reported complaint included: the instrument main tube was found bent. The bending damage is located at the proximal end of the main tube.

Manufacturer narrative:
The large suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was noted to have a broken cable. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing unusual was observed, except that it was not the first time that the incident has occurred. The instrument did not collide with any other instrument or tool during procedure. There were no issues related to opening/closing of the jaws, left/right and up/down motion of the wrist.